Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported there was bleeding at the staple line. The surgeon routinely uses cautery over staple line. The skin stapler misfired. There was no consequence to the patient.